Event description:
It was reported that the device exhibited post-paced t wave over-sensing via review of remote transmission. Programming changes were made. There were no adverse health consequences, the patient was stable.